Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a guidezilla guide extension catheter, an unidentified wire, a non-bsc guide catheter and a non-bsc sds catheter. There was contrast on the device. Microscopic examination and tactile inspection revealed numerous kinks and damage throughout the shaft. The outer diameter (od) of the undamaged section of the distal shaft met specifications. The maximum od damaged sections of the distal shaft did not meet specifications. Microscopic examination revealed a partial separation at the collar/proximal shaft weld. The distal end of the shaft was inserted into the guide catheter with no resistance until the 1st damaged section of the guidezilla. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 10/22/2015. It was reported that advancing difficulties were encountered. The target lesion was located in a long and stenotic right coronary artery (rca). A 5-in-6 guidezilla guide catheter extension was advanced in a 6f non bsc guide catheter, however "huge" friction was encountered. The non bsc guide catheter was then removed together with the guidezilla. The physician decided to stop the procedure. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed broken shaft.